Manufacturer narrative:
The facility could not duplicate the alleged malfunction.

Event description:
Info received indicates, when the bed up switch is released; the bed will run back down unintentionally.